Manufacturer narrative:
(B)(4). Method: the warmer head assembly, without the controller assembly, was returned to fisher & paykel healthcare (fph) service center in (B)(6). The returned assembly was visually inspected, repaired, and performance tested, as per infant warmer product technical manual by a qualified fph service engineer. Our analysis is accordingly based on the service report and photographs provided by fph service engineer. Results: the service report stated that the warmer head assembly was visually inspected for damage. Cracks were found on the lower head casing, which covers the heating assembly. No fault was found with the upper and lower harness connectors. The returned assembly was able to heat up during performance checks. A lot check revealed no other complaints of this nature for lot number 070906. Conclusion: the fault reported by the healthcare facility was not replicated during servicing of the returned warmer head assembly. However, the damage on the lower head casing is possibly sustained during transit from the healthcare facility to fph service center. The warmer head assembly was repaired and returned to the healthcare facility after passing the electrical safety test and performance checks specified in the infant warmer product technical manual. Warmer head assembly was sent to fph us.

Event description:
A healthcare facility in (B)(6) reported that the replacement upper and lower harness connectors for an iw933 cosycot infant warmer were cracked and arrived damaged at the healthcare facility. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for evaluation. Our investigation is in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6), reported that the replacement upper and lower harness connectors for an iw933 cosycot infant warmer were cracked and arrived damaged at the healthcare facility. This was found before patient use.